Event description:
The patient called and reported the port lumen separated from the port body and migrated to his heart.

Manufacturer narrative:
An investigation has been initiated. A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. When the investigation is complete a supplemental report will be submitted.